Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoot the device initial finding the flow transducer is damaged. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator stopped providing volume on the patient. The nurse swapped the unit. The customer confirmed that there is no harm associated with this reported event.